Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements, pacing inhibition and loss of capture. A lead fracture was suspected, but not confirmed. The right atrial (ra) lead exhibited loss of capture due to a lead dislodgement. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The ra lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.